Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered the power switch upgrade was not needed, software version needed to be updated to the latest version, a faulty patient board and performed a full inspection on the unit and the unit failed inspection. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus during preparation for use, when the 180 was plugged in, the image was black and had white stripes on it. Upon inspection and testing of the returned unit, no image displayed. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the faulty patient board caused the black and white linear noise in the image. However, the definitive root cause of the faulty patient board could not be determined. Olympus will continue to monitor field performance for this device.